Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 98 mg/dl. The customer stated that they were lying on the lawn chair on the deck ad the insulin pump was in their back pocket. The customer stated that they have taken the battery out of the device. The customer refused to return the device. They stated that they have another insulin pump that they will revert to. The discontinuation of the damaged insulin pump was advised. Nothing further was reported.